Event description:
Siemens medical solutions USA, inc. Was notified of an operator injury on (B)(6) 2019. The operator has reported difficulty moving the patient handling system - bed (phs) of the e.cam gamma camera system. A customer site visit concluded that there was a maintenance issue (grease build up on the rails) and a bed alignment issue. Increased resistance was observed prior to correcting the issues. The operator reports that by using the system with increased resistance over an extended period has resulted in neck pain and shoulder pain/'burning sensation" for which she has been prescribed physical therapy. A specific event date is not available as the operator described that the problem was cumulative over a period of a year. A specific diagnosis is not available, despite numerous attempts to obtain that information. It is also not known if this operator had any pre-existing conditions that contributed to the pain and sensation described. There are no other confirmed, documented injuries to any other person at this time.